Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a loss of consciousness. The customer was taken to the hospital and upon admission a glucose reading of 50 mg/dl was obtained with a hospital meter and was provided with intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 44 mg/dl, 39 mg/dl was compared to a healthcare professional meter reading of 272 mg/dl and 290 mg/dl. The results, when plotted on a parkes grid, fell into the "d" zone, showing the difference in values to be clinically significant. The customer has worn the sensor for 5 days. It is unknown when these readings were obtained in relation to the reported adverse event.